Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the patient had an ablation the day of the out of range impedance measurements. Boston scientific technical services (ts) suspected the device performed its daily measurement test during the ablation procedure. However, ts discussed there could be a fracture and recommended performing serial impedance measurements to rule out a lead issue. This ICD system remains in service. No adverse patient effects were reported.